Event description:
It was reported that the patient presented in the ER after receiving appropriate therapy for vt/vf. Patient was symptomatic with complaints of syncope. Externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.